Event description:
Approximately 1/2 hour into hemodialysis treatment pt became itchy all over, face burning, nervousness. Pt treated with solumedrol 125 mgs IV, benadryl 25 mgs IV. 1/2 hour later- no relief valium 5 mgs. IV given. Kink now noted in arterial bloodline. Kink repositioned and normal saline run thru sys. Blood in venous line noted to be dark red. Prior to flushing with saline 1/2 hour later pt still symptomatic now with chest pain. Treatment discontinued pt transferred to hosp via ambulance.